Event description:
A customer contacted baxter sweden to report from a hospital reporting that the blue part of the minicap extended life pd transfer set closure part had exploded. The patient put on a clamp and a iodine cap. On some occasions the patient had used some kind of tongs to be able to close the minicap transfer set, because the patient reportedly had experienced difficulties to close when the set was new. The patient reported this when he visited the hospital. No patient injury has been reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed in the lab due to the crack. One used set was received with cap on dark blue connector and no cap on patient connector in reference to connection issue. During visual inspection of the set chipping/flaking and crack of the light blue main body was noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.